Event description:
The customer reported a user interface module that will not turn on. This event happened prior to pt use. The customer attempted to correct the issue by replacing the hssc cable, but that did not correct the problem.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the customer a replacement user interface module, and issued a returned goods authorization (rga) number for the return of the alleged faulty user interface module for eval. The alleged faulty user interface module was returned to carefusion on 03/23/2015. Carefusion service dept evaluated the device and were able to duplicate the reported event. The control printed circuit board assembly was isolated as the root cause. The control printed circuit board assembly was replaced, software was reloaded, then performance tests were ran to assure that the device was operating according to MFR specification.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the suspect uim for investigation. The fa lab was able to duplicate the reported failure and isolate it to the pcba control board with a corrupted bootloader. This is considered a known issue which is addressed internally.

Manufacturer narrative:
Carefusion failure analysis lab received the control printed circuit board assembly (pcba) for evaluation. It was installed onto a known good user interface module, and top level unit then powered on. The screen remained blank and all leds were continuously illuminated. The control printed circuit board was not receiving the new software upload. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Findings/root cause: control pcba issue.